Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup (eic) of the synchron cx 5 delta clinical system stopped draining properly, started overfilling and leaking into the ion selective electrode (ise) assembly. Customer reported the leak was contained to the instrument. Customer indicated the leakage consisted of de-ionized water and ise buffer reagent. Customer indicated he was wearing gloves and lab coat when he cleaned up the leakage in the top portion of the ise assembly. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) troubleshot the issue with the customer via the telephone. Customer reported line #13 of the eic had disconnected. Cts instructed the customer to remove the tubing and customer found a small obstruction in the eic with the cts' assistance. Customer indicated he was able to remove the obstruction. Cts assisted the customer with reinstalling the tubing to the eic and reinserting the eic on the ise assembly. Customer primed the ise and the eic filled and drained properly.